Event description:
Additional information received reported that the catheter was fractured in the lumbar spine at the entry point. The patient¿s dose after replacement was dropped from 500 mcg/day to 250 mcg/day. It was later reported that the patient had increased spasticity.

Event description:
It was reported that the patient had been having increased spasms approximately a few months ago, so they increased the dose. It was noted they could not perform a dye study because they could not aspirate the catheter. The catheter was replaced. The device system was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. (B)(4).